Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated due to unknown reasons. This crt-d remains in service. No adverse patient effects were reported.